Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the wire from the belt cut into the patient's skin when they were sleeping. It's on the left side. The patient's cardiologist advised the patient to only wear the device for 7 or 8 hours a day. Unsure if this was because of the irritation, or just in general. Reporting out of an abundance of caution. It was reported that the patient's irritation improved after using neosporin.